Manufacturer narrative:
Date of report: 30april2019. The manufacturer¿s international service technician confirmed the reported pressure issue. Resolution and disposition: the manufacturer¿s international service technician replaced the data acquisition (da) pcba to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the machine and proximal pressure were out of specification. There was no patient involvement. Event date not specified.